Event description:
Developed significant swelling and pain in my right reconstructed breast 2 years after textured implant was inserted. Received a consult and biopsy at (B)(6) medical center. They did not find evidence of alcl. Then seroma continued to increase required draining. Then seroma continued to grow requiring evacuation and removal of implants. FDA safety report ID # (B)(4).